Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the stylus touch-pen of the device and the cursor on the display screen did not align, and calibration did not resolve the issue; the bezel overlay assembly was replaced and calibrated. It was also noted that there was a broken latch on the media bay door, damaged rubber pads on the lower case, and a noisy system fan; all found defective parts were replaced. The device passed final functional and system tests.

Event description:
It was reported that the programmer originally returned with no information subsequently tested out of specification during manufact urer¿s analysis. There was no patient involvement.